Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator was intermittently alarming motor fault and vent inoperable. Patient involvement is unknown as additional information has been requested from the customer but not provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator was intermittently alarming motor fault, transducer fault, and vent inoperable. The issue occurred during patient use but there was no harm to the patient as the patient was switched to alternate ventilation. This issue was reported to have occurred on multiple ventilators during patient use but the customer does not have any details about these particular events.